Event description:
It was reported a spectrum pump had close door messages. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported close door alarm was confirmed and reproduced while attempting to load a set. This condition was determined to have been caused by loose link screws. The link screws were replaced.